Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'link switch error' was confirmed as an ec321 in the event history log (ehl) review and by being reproduced during evaluation.  Evaluation determined the cause was the upper link switch not working as intended. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.